Event description:
A nurse reported to baxter (B)(4) that the transfer set patient connector could not be connected to the catheter adapter tightly. The catheter adapter turned in the patient connector. The set had been used for 1 day. There was no patient injury or medical intervention. No further information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because, it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: this report was confirmed in the lab as the patient connector luer capable of being rotated within the set tubing. The evaluation found no indication that the luer was damaged or abnormal. The cause was undetermined. A batch review of this particular lot could not be conducted on this case since the lot number was unknown. (B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.